Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a diabetic ketoacidosis (dka) event. Blood glucose level was not provided. Reportedly, assistance was required to address bg level. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.